Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to a subarachnoid hemorrhage. The pump was explanted and is being returned for evaluation for possible thrombus. Further information was requested but was not provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed the presence of thrombus; however, correlations between the evaluation findings and the reported subarachnoid hemorrhage could not be conclusively determined. The pump was returned with the driveline cut approximately 1 inch from the pump housing and the severed portion of driveline was returned in three pieces. Upon disassembly of the returned pump, examination of the blood contacting surfaces found red and pale, non-laminated depositions situated in the inlet stator, outlet stator, on the body of the rotor and in the lumen of the outflow elbow. Depositions of fixed blood were found in the lumen of the inlet tube, knitted inflow conduit, and outflow graft. The depositions appeared to have developed as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined. All of the depositions found appeared to have been exposed to a fixative agent prior to being returned. Due to this, the composition of the depositions and amount of time that they were present in the pump could not be conclusively determined. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found that would have contributed to the formation of the depositions. The pump was reassembled and functionally tested under loaded operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists bleeding and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.